Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had cracked. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. Customer declined troubleshooting. The insulin pump will be returned for analysis.